Manufacturer narrative:
This document is associated with medwatch (B)(4). A copy of the report has been requested from the FDA. Analysis of the returned product confirmed the reported problem of a reduced aiming beam and a broken fiber. A review of the device history record was conducted and results show the parts met the release criteria. The facility risk manager, (B)(6), was contacted on (B)(6) 2011 to follow up on patient status. (B)(6) noted that there were no reported patient injuries as a result of the product malfunction during the intended surgical procedure.

Event description:
User facility reports that "device was on the surgical field. The staff connected the cable to the laser unit and could immediately detect a reduced beam or hot spot. The device was removed from the field. A new device was obtained and the case proceeded."